Event description:
It was reported that the patient was implanted with the device in (B)(6) 2012 for vaginal prolapse at (B)(6), the patient experienced pain and was seen on (B)(6) 2012. The hospital found that the mesh had shrunk at the back wall of the vagina. This was confirmed via ultrasound, which also showed close contact between the mesh and the rectum. An MRI was also performed and confirmed the ultrasound results. The patient underwent surgery on (B)(6) 2013 to remove as much mesh as possible. Mesh was left behind at the sacrospinal ligaments. The patient was given adrenocortical hormones to treat the pain.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation and the lot number is unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. (B)(4).